Event description:
It was reported that foreign matter was found before use with a needle 18ga 2in. The following information was provided by the initial reporter, "needle has white dots on it."

Manufacturer narrative:
Investigation: bd has been provided with a photo for catalog 301900 lot 181218 to investigate for this record. Visual inspection of the provided photo shows some white spots on the top of cannula surface which consists of epoxy. As a result, bd was able to verify the reported issue. This issue occurred in the assembly process in which the adhesive is added to the hub, probably because of some temporary stoppage in the process or any readjustment of the epoxy dosage machine. As a consequence, higher quantity of epoxy was added to and felt down to next cannula (the reported one) resulting in the observed issue. DHR showed no indication of the alleged defect.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found before use with a needle 18ga 2in. The following information was provided by the initial reporter. "Needle has white dots on it."